Event description:
An operating room attendant from the site reported the inability to track the passive biopsy needle using the navigus biopsy kit. They were able to track the pt reference frame and navigus probe and had accurately locked the trajectory. Once the trajectory was realigned to the plan, had site tighten the locking ring to lock the navigus guide stem in place followed by pressing the footswitch to lock the trajectory. Replacing the biopsy needle into the reducing tube still did not enable tracking of the instrument. Because the trajectory was already set, and because the surgeon did not want to continue troubleshooting, case moved on and opted to discontinued navigation. There was no impact to pt outcome reported.

Manufacturer narrative:
Part has not been returned.